Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited a rise in thresholds and pacing impedance measurements from 1300 ohms to greater than 2500 ohms over the past nine months. The physician assumed the issue to be due to calcification build-up on the tip of the rv lead. Surgical intervention was performed and the rv lead was tested with a pacing system analyzer where impedance measurements were still observed to be out of range. The rv lead was abandoned and replaced and there were no additional adverse patient effects were reported.